Event description:
It was reported that patient experienced a loss of therapeutic effect and that their implantation of their implantable (ins) was ¿not working¿ following a fall (date not known). The patient was to have an MRI performed that was unrelated to the ins device. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v872640, implanted: 2012-(B)(6), product type lead. (B)(4).